Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 24feb2025: ¿ the pre-procedure imaging show that the primary tear was in zone 3 ¿ procedure imaging shows patent abdominal false lumen with type 1a flow from the primary tear. ¿ 1-month follow-up imaging ((B)(6) 2024) shows partially thrombosed thoracic false lumen, flow from ¿other¿, noted as type 1a endoleak (previously type 1a flow from primary tear) ¿ 1-month imaging also shows patent abdominal false lumen with same flow as thoracic false lumen (previously type 1a flow from primary tear) additional information received 18mar2025: on the 6-month imaging, the site entered that the false lumen flow was from the primary tear. This was updated to "other - ¿endoleak¿.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#(B)(4). Summary of investigational findings: a 76-year-old male patient was emergently treated for an acute thoracic aortic dissection type b complicated by malperfusion to the kidneys on (B)(6) 2023. The dissection had primary tear in zone 3 and extended from zone 3 to 11. A thoracic endovascular aortic repair procedure was performed and a zta-p-32-201 was placed covering the left subclavian artery (lsa). The lsa was revascularized. During the procedure a type 1a flow into false lumen through the primary tear was noted. Follow-up imaging performed on (B)(6) 2023, (B)(6) 2024 showed evidence of a type 1a flow into false lumen through the primary tear giving opacification of the false lumen. The endoleak did not require treatment. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use sent with this type of device the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Since the safety and effectiveness of zta has not been tested in patients with dissections and it is not indicated for this use it cannot be ruled out that the dissecting anatomy could have caused or contributed to the development of the type 1a endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study. At 7 days post-procedure, the patient experienced a type 1a endoleak of the study device. On (B)(6) 2023, the patient was emergently treated for acute thoracic aortic dissection type b with placement of a zta-p-32-201. On the day of the procedure, the patient experienced renal insufficiency/renal failure due to the increasing dissection just prior to the procedure, which led to malperfusion of the renal arteries. This was noted as not related to the device or procedure. Pre-procedure imaging data notes the location of the primary tear as unknown. Procedure imaging showed patent thoracic false lumen with type 1a flow from the primary tear, and patent abdominal false lumen with unknown type flow from the primary tear. On (B)(6) 2023, the patient experienced transient ischemic attack/transient cerebral ischemia, described as transient right eye amaurosis with normal neurological exam, not related to the device, unable to determine relatedness to procedure. On (B)(6) 2023, the patient experienced a type 1a-proximal endoleak, related to the device and procedure. No treatment was provided. Imaging on (B)(6) 2024 (62 days post-procedure) revealed partially thrombosed thoracic false lumen with type 1a flow from the primary tear and patent abdominal false lumen, also with type 1a flow form the primary tear. Imaging on (B)(6) 2024 (226 days post-procedure) revealed partially thrombosed thoracic false lumen with type 1a flow from the primary tear and patent abdominal false lumen with unknown type flow from the primary tear. Patient outcome: most recent imaging indicates both the thoracic and abdominal false lumen flow persist. No treatment has been provided.